Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery, no delivery, and motor error. Customer's blood glucose level was 508 mg/dl. The customer was able to clear the motor error alarm. The customer treated her high blood glucose level with the insulin pump and was going to take a manual injection. The rewind and prime were completed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No excessive no delivery alarm or motor error alarm during testing noted. The motor passed the motor test. No unexpected low battery alarm, black circle on screen or display anomaly noted. The pump had minor scratches on the display window.